Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5172597. B5: describe event or problem - additional information. E4 initial report also send to FDA - additional information. G2 report source and report source other - additional information. H2 type of follow up: - additional information. H10 related report numbers - additional information.

Event description:
A voluntary medwatch report was received on 7/25/2025.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).